Event description:
The consumer stated that her tampon came apart upon removal and pieces remained inside of her. She indicated that the event occurred on three different occasions.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product for evaluation. The visual examination did not observe any product defects or abnormalities.